Event description:
On (B)(6)2025, a 64-year-old male who was postoperative day six following an aortic valve replacement and ascending aorta replacement was brought to the electrophysiology laboratory for placement of a temporary pacemaker wire. During the procedure, the patient experienced a cardiac arrest and required cardiopulmonary resuscitation and endotracheal intubation. Return of spontaneous circulation was subsequently achieved. The patient was placed on extracorporeal membrane oxygenation. An attempt was made to insert a impella cp; however, the first device failed to deploy due to suspected thrombus ingestion. A second device was inserted, and placement and function were successful.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in b5 (event description) and UDI (d4). Added d9 since product was returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted in a 64 year old male patient for ami/cgs on ECMO support. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. Due to continuous suction events and questionable waveforms the decision was made to exchange for a new impella cp which was also noted to have low flow. An angiogram was done and it was discovered that the patients aorta did have clot which would be a contributing factor to low flow as well as the fact that the patient was on ECMO which could lead to competing volume needs. Post insertion it was noted that the patient had several episodes of ventricular tachycardia requiring defibrillation. The patient started to decompensate. The patient remained on ECMO and impella support in the ICU. Due to the patients critical condition they started to decompensate. CPR was initiated, ECMO cannulas exchanged and sternotomy was performed at bedside for resuscitation efforts. However, they were unsuccessful and the patient subsequently passed away.